Event description:
An olympus employee reported that error code e433 occurred with the subject device. There was no effect on the patient due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code e433 (communication error) due to a defective generator board. In addition, there were scratches on the top cover and scratches and dings on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. Error e433 is triggered by the safety system of the device, and results in a restart of the generator. Upon evaluation, the phenomenon was confirmed due to a destroyed transformer. Based on the results of the legal manufacturer's investigation, it was identified that an improved design change of the generator board was initiated in mid-july 2020. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor the field performance of this device.